Event description:
It was reported the patient experienced no/inadequate stimulation sensation. Impedance readings were > 4000. The entire system was replaced. The patient was concerned about reasons why the device appeared "corroded". He was concerned that it was due to his body chemistry. Refer to section h10 for analysis details. No further outcome was reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Analysis revealed the device battery was slightly expanded and not in new condition. The titanium can was dented and scratched. Final device analysis revealed no anomaly found - normal device function. Extension model # 7495: analysis revealed a cosmetic depression on the outer insulation. The distal and proximal ends were intact and undamaged. The lead body and insulation were cut through and the product was segmented. No significant anomalies were found. The extension was ok but cut through due to suspected explant damage. Lead model # 3998: analysis revealed overstress damage and break locations at #0-#3 and #4-#7 approximately 11 cm from the distal end. The outer insulation was broken on #4-#7 and was not returned on #0-#3 as well as the connector end. Three conductors were broken on the lead leg circuits. The body tubing was loosened and pulled out of the molded rubber. Implant duration was unknown.